Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.